Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on the day of the event the cgm reading was 42 mg/dl, and the patient self-treated with eating sugar. No specific symptoms were reported but the patient called an ambulance. When a fingerstick was taken by the paramedics the cgm reading was 42 mg/dl, and the blood glucose reading was 525 mg/dl. The patient was brought to the hospital. According to the patient they experienced diabetic ketoacidosis. At the time of the report, which was the same day of the event, the patient was still at the emergency room, and no specific information about treatment was reported. It was unknown how much time the patient spent at the hospital and attempts to contact the patient regarding the outcome of the event were unsuccessful. The current condition of the patient was unknown. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.